Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "last summer I heard an alarm go off and it sounded like a cop siren. My doctor had me come in because there was a loose lead". The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.